Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11040r36, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
An infection was reported, and the patient¿s pump was explanted. The pump was used to deliver gablofen.